Event description:
It was reported that a approximately fourteen months post port device implant, the catheter of the device was allegedly found to be broken. It was further reported that the distal segment had migrated to the coronary vein and the patient experienced swelling and pain. The device was removed off the patient. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport MRI isp with a groshong catheter in two segments was returned for evaluation. Four electronic photos and seven medical images were provided for review. Gross visual, microscopic visual and functional evaluation were performed on the returned device. The investigation is confirmed for the reported catheter fracture, material separation as a complete circumferential break was noted approximately 9.8cm from the proximal end of the catheter. The edges of the complete circumferential break were observed to be smooth in one region and jagged in another and the surfaces were granular in one region and smooth in another. The investigation is also confirmed for the reported migration issue as a portion of catheter was found near the right heart in the provided medical image. Further the investigation is also confirmed for the identified fluid leak issue as a small amount of contrast extravasation was noted on the implanted catheter in the provided medical image. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 03/2022), (patient).

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport MRI isp with a groshong catheter in two segments was returned for evaluation. Four electronic photos and seven medical images were provided for review. Gross visual, microscopic visual and functional evaluation were performed on the returned device. The investigation is confirmed for the reported catheter fracture, material separation and identified deformation and wear issues as a complete circumferential break was noted approximately 9.8cm from the proximal end of the catheter. The edges of the complete circumferential break were observed to be smooth, rounded in one region and the surfaces were granular in one region and smooth in another. The investigation is also confirmed for the reported migration issue as a portion of catheter was found near the right heart in the provided medical image. Further the investigation is also confirmed for the identified fluid leak issue as a small amount of contrast extravasation was noted on the implanted catheter in the provided medical image. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 03/2022), g3, h6 (device, result). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a approximately fourteen months post port device implant, the catheter of the device was allegedly found to be broken. It was further reported that the distal segment had migrated to the coronary vein and the patient experienced swelling and pain. The device was removed off the patient. The current status of the patient is unknown.

Event description:
It was reported that a approximately fourteen months post port device implant, the catheter of the device was allegedly found to be broken. It was further reported that the distal segment had migrated to the coronary vein and the device was removed off the patient. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport MRI isp with a groshong catheter in two segments was returned for evaluation. Four electronic photos and seven medical images were provided for review. Gross visual, microscopic visual and functional evaluation were performed on the returned device. The investigation is confirmed for the reported catheter fracture, material separation as a complete circumferential break was noted approximately 9.8cm from the proximal end of the catheter. The edges of the complete circumferential break were observed to be smooth in one region and jagged in another and the surfaces were granular in one region and smooth in another. The investigation is also confirmed for the reported migration issue as a portion of catheter was found near the right heart in the provided medical image. Further the investigation is also confirmed for the identified fluid leak issue as a small amount of contrast extravasation was noted on the implanted catheter in the provided medical image. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 03/2022), g3, h6 (device, method) . H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation as well as an image and photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 03/2022).

Event description:
It was reported that a month past port device implant, the catheter of the device was allegedly found to be broken. It was further reported that the distal segment had migrated to the coronary vein and the device was removed off the patient. The current status of the patient is unknown.